Event description:
Patient's one touch profile meter was reported to be giving inaccurate control high results. This issue was not resolved with troubleshooting. The meter was coded correctly and patient was using the right control solution. The test strips were in good condition and the patient was cleaning the meter correctly. Patient was walked through two control solution tests, both of which failed outside the range. The check strip test passed on the meter. This case is reported as a malfunction since the meter failed two control solution tests.